Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed tech service for an eval. The eval confirmed the customer report of battery not charging. The battery was replaced to address the issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. Resmed ref #: (B)(4).